Manufacturer narrative:
The programmer was returned with a field complaint of unresponsive while running a threshold test and lost communication which could not be confirmed. Communication testing was successful during analysis. The touchscreen was responsive and did not freeze. No anomalies were found at the time of analysis.

Event description:
Related manufacturer reference number: 2017865-2021-33190. It was reported that the patient presented in clinic for follow up. During diagnostic threshold test the merlin programmer application froze and became unresponsive. This caused a loss of telemetry with the implantable cardioverter defibrillator (ICD) while the programmed loss of capture was performed. As a result, the patient went into asystole and lost consciousness. A new programmer was used which brought the ICD back into normal pacing mode allowing the patient to return to a stable condition. No other changes were reported.